Event description:
A zoll patient service representative (psr) contacted zoll customer support while fitting a (B)(6) male pt to report a service code 204 - belt/monitor unusable. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor does not recognize an attached electrode belt. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause for the disruption in communication is an intermittent connection at pin 2 of component u409, a high speed can transceiver. The root cause for the intermittent connection cannot be positively identified but is likely an assembly error. No adverse event resulted from the intermittent connection. The pt was issued a replacement monitor.